Manufacturer narrative:
Base on the info reported, the pt had two xenmatrix grafts implanted to repair a recurrent hernia on (B)(6) 2011. During that procedure, another MFR's mesh from a previous repair was noted to be infected and was explanted. Four months post implant, the pt was reported to have been treated for a post-operative surgical infection. It was noted that the pt had rec'd wound clinic treatments for a wound that was digitally reopened by an outside physician. On (B)(6) 2011, the pt was admitted to the hosp and was receiving antibiotic therapy and wound vac treatment. The date of event reported in this MDR occurred after the initial report was made to davol because following the initial report add'l info regarding surgical intervention was rec'd. We are therefore treating the date of surgical intervention as the date of event. Currently, it is unk whether the graft may have contributed to the alleged event. The pt was reportedly treated from an infection, which is listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. A mfg review was performed, including verification of sterility, and showed no evidence of a mfg related cause for the alleged event. Given that the pt also had an infected mesh removed during the implant procedure and had his wound reopened at some point after surgery, it is unclear where the infection may have originated. With the info provided, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2011 -- the pt underwent implant of two porcine mesh grafts for recurrent hernia repair procedure with component separation. At the time of the implant, another MFR's mesh was noted to be infected and was explanted. In (B)(6) 2011 -- the pt is reported to have a post-operative surgical infection. The pt rec'd wound clinic treatments for a wound that was digitally reopened by an outside md. Oral antibiotics were prescribed. On (B)(6) 2011 -- the pt was admitted to the hosp and is receiving antibiotic therapy via PICC line. The wound was surgically irrigated and debrided. On (B)(6) 2011 -- a wound vac dressing was placed. The size of the wound is described as "dessert plate size." The vac setting is at -125, there is a non-adherent dressing and a silver coated dressing in between the graft and the wound vac.